Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Non-revision of right shoulder components due to an acromial stress fracture/scapular fracture. No action was taken.

Manufacturer narrative:
Engineering evaluation noted that the fracture reported was likely the result of the patient's bone quality. "Unintended bone fractures" are listed under device specific risks in the product labeling.

Event description:
Index surgery: (B)(6) 2016. Non-revision of right shoulder components due to an acromial stress fracture/scapular fracture. No action was taken.